Manufacturer narrative:
Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a scheduled consultation, this pacemaker reverted to safety mode during a telemetry session. The estimated remaining battery longevity one year ago was two years remaining. The pacemaker was non-reprogrammable, and loss of stimulation was observed. The patient was transferred to intensive care for emergency hospitalization, and the patient underwent an emergency pacemaker replacement procedure. No additional adverse patient effects were reported. The explanted device will be returned for analysis.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a scheduled consultation, this pacemaker reverted to safety mode during a telemetry session. The estimated remaining battery longevity one year ago was two years remaining. The pacemaker was non-reprogrammable, and loss of stimulation was observed. The patient was transferred to intensive care for emergency hospitalization, and the patient underwent an emergency pacemaker replacement procedure. No additional adverse patient effects were reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.